Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to elevated blood glucose (bg) levels over 500 (mg/dl). The cause of the elevated bg level was unknown however, the contact believes there is something wrong with the pump. While in the ER the customer received an insulin drip to address bg level. The customer was released from the ER the same night. The customer's bg level had returned to target and the customer reportedly no longer felt sick. Reportedly the customer would continue to use the pump for insulin therapy.